Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, two pause episodes due to intermittent undersensing were observed. Upon review, the episodes were triggered by possible loss of contact. The patient will continue to be monitored.